Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination forty-five (45) days post index procedure, transesophageal echocardiogram identified a thrombus on the surface of the closure device. The patient was instructed to discontinue dual anti-platelet therapy and begin oral anticoagulant medication in response to the thrombus.